Manufacturer narrative:
It is noted the event date is approximate.

Event description:
Additional information received via the consumer reported the patient saw her physician and everything was worked out.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for mgu therapy. It was reported the patient (pt) typically didn't feel stimulation but for the past couple of weeks they had been feeling the stimulation more. The pt reported they fell backwards into the bathtub one month ago and was wondering if that was the cause. The change in therapy/symptoms was reported to be sudden in nature and the pt was to follow up with their healthcare provider (hcp). Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.